Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils, a non-penumbra microcatheter, and a 5f non-penumbra base catheter. During the procedure, the physician successfully implanted the first ruby coil in the target vessel using the microcatheter and base catheter as a tri-axial setup. Then, while attempting to advance the next ruby coil through the microcatheter, the physician experienced resistance, and subsequently, the ruby coil became stuck and would not advance any further. The physician then decided to remove the ruby coil; however, while retracting the ruby coil, resistance was encountered, and the ruby coil unintentionally detached inside the microcatheter. Subsequently, the physician attempted to remove the microcatheter containing the detached ruby coil; however, while removing the microcatheter, the ruby coil unraveled into the base catheter. Therefore, the physician cut and clamped the base catheter containing the ruby coil and removed it altogether from the patient. The physician then regained access and completed the procedure using another ruby coil and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.